Event description:
It was reported that the asymptomatic patient presented for follow up. Post-sensed t-wave oversensing was observed on the ventricular lead. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.